Manufacturer narrative:
Reported event: it was reported that the lever to change the handle position broke at the end of the procedure. All pieces were located. Product evaluation and results: mics-209063 sn# (B)(4), RMA#274792. Inspected per (B)(4) and determined failure of the following test step. Sec# 7.1.2. Visual broken pivot handle. Disposition: rtv. Inspected by: (B)(4). Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot k078l and 18 devices were accepted into final stock on 5/16/16.review of qt 16 - 05 - 0060 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k078l, p/n 209063 shows no other complaint related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
The lever to change the handle position broke at the end of the procedure. All pieces were located. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The lever to change the handle position broke at the end of the procedure. All pieces were located. Case type: tka.